Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that one cartridge leaked insulin into the cartridge compartment. A family member stated that the pt's blood glucose was between 390 mg/dl and 400 mg/dl due to the leakage; he denied the presence of ketones, symptoms of hyperglycemia, or medical intervention. The family member replaced the cartridge and infusion set, delivered a correction bolus of insulin via injection, and said that the pt's blood glucose resolved to his usual range. He said that he was unaware of any other cartridges that leaked.